Event description:
New IV tubing was difficult to adjust drip rate...too fast or too slow. Then it gets stuck in one position and very hard to move. Fluids were going in too fast. The roller clamp is so difficult to open and close. Pts are getting too much fluid because it is too difficult to regulate with that roller.